Manufacturer narrative:
Associated with rr #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the 1st device (ped2-500-16) was partially deployed in the m1 and then pulled proximal. They device's distal end would not open despite nearly 80% of the device already deployed. The device was removed with the p27. A second device was inserted (ped2-500-14) with a new p27. The second device also had the same struggle with the distal end being almost pinched closed. This was also removed with the p27 the third device was inserted (ped2-500-12) and was successfully deployed after the operator opened the distal end in the distal ica instead of the m1 region. Angiographic result post procedure showed successful implant of a 5x12 pipeline shield device. The pipelines were positioned in a bend. They were resheathed more than 2 times. No additional steps were required. The pipelines were used for an indication that is approved and the pipelines and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ophthalmic artery with a max diameter of 3.5mm and a 2mm neck diameter. The landing zone was 3.7mm distal and 4.7mm proximal. It was noted the patient's vessel tortuosity was severe. Ancillary devices include a 90cm infiniti sheath, 120cm phenom plus guide catheter, 150cm phenom 27 microcatheter, and 200cm syncro2 standard guidewire.